Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump modules did not alarm for air in line was not confirmed during laboratory testing. The suspect pump modules, external and internal inspection did not confirm any anomalies of the electrical or mechanical components. All parts inspected were observed to be manufactured by bd. Functional testing performed on the returned pump modules observed no irregularities with the air detection system of air boluses. The source pump module air detection system was tested using the air in line threshold product analysis procedure. The pump modules air detection system was observed operating within specification and alarmed appropriately for air as required. The review of error logs showed no records related to the reported issue of the suspect devices. The concomitant pcu or logs were not returned for this investigation; therefore, a log analysis could not be performed. The pump module event log contains limited information regarding the programming of the device and does not include drug data. The profile in use was not identified as it resides on the pcu. The facility did not provide infusion details. The data set was not provided by the facility; therefore, both specific profile and medication information could not be determined in the log review. A review of the event log showed that the last activity occurred on (B)(6) 2026. Beginning at 9:02 am, various infusions were programmed using the suspect pump module s/n: (B)(6), with six (6) ¿air-in-line¿ alarms occurring during these infusions. The device was powered off at approximately 6:27 pm. According to the air-in-line setting, the single air bolus were set to 50pl, 75pl and 250pl. Beginning at 5:12 pm various infusions were programmed using the suspect pump module s/n: (B)(6), with four (4) ¿air-in-line¿ alarms occurring during these infusions. The device was powered off at approximately 5:44pm. According to the air-in-line setting, the single air bolus were set to 50pl, 75pl and 250pl. The bd alaris¿ pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states: when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air-in-line bubble larger than the bubble size set as the air-in-line detection threshold listed in threshold on page 2-15. (In anesthesia mode only, the threshold value can be set to 500pl.) See section air-in-line settings on page 2-15. When enable is selected, the air-in-line system detects and responds to an air-in-line bubble size greater than the selected air-in-line threshold listed in threshold on page 2-15. The enable setting also detects and responds to multiple small bubbles of a predetermined number, depending on the bubble size selected as the air-in-line detection threshold. For more information on the accumulated air-in-line feature, see the bd alaristm system with guardrails¿ suite mx user manual v12.1.2, chapter 3, specifications section. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250pl. The default setting is 75pl (in anesthesia mode only, the threshold value can be set to 500pl). The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the report that the pump modules did not alarm for air in line, was not identified during the investigation. Laboratory testing confirmed that the pump modules air detection system was operating within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module failed to alarm 'air in line' when air was visualized in the infusion line. There was no patient involvement.

Event description:
It was reported that the pump module failed to alarm 'air in line' when air was visualized in the infusion line. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.